Event description:
Customer reported receiving erratic glucose readings from their freestyle freedom meter and changed his medication based on the readings. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Customer's wife reported finding customer laying on the floor in a very combative state and gave customer orange juice and syrup. Customer reported being diagnosed with severe hyperglycemia which is inconsistent with the reported treatment. Customer was treated at the dialysis center. In addition, the readings reported by the customer fell into the "a/b" zone of the parkes error grid which is not considered clinically significant.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.